Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where hemostatic valve dysfunction occurred. It was not possible to introduce the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. There seems to be a broken hemostatic valve. Sheath changed to a new one of same type. Procedure finished successfully without damage of the patient. There was no report of patient consequence. The device deficiency was noted before the device was used on the patient. The attached image shows the hemostatic valve pushed. The nurse was not able to introduce the dilator. The hemostatic valve (gasket) did not break into two or more separate pieces nor separated from the sheath. No air entered the body. No percutaneous or surgical removal was required. The device was not used on the patient, so no blood return was observed. There was resistance when the nurse tried to put the dilator into the sheath. They never tried to put the catheter into the sheath. The sheath was completely blocked. The most probable cause is hemostatic valve dislodgement.

Manufacturer narrative:
It was reported that it was not possible to introduce the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. There seems to be a broken hemostatic valve. Sheath changed to a new one of same type. Procedure finished successfully without damage of the patient. There was no report of patient consequence. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. This finding of the dislodged hemostatic valve into the hub continues to be deemed MDR reportable. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. During investigation, the lot # was identified as 00001278. The lot # has been added to field d4. Lot. A device history record evaluation was performed for the finished device 00001278 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)